Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11: livanova deutschland manufactures the heater-cooler 3t system. The incident occurred in the united states. Livanova field service technician was dispatched to the facility, confirmed the issue: the stirrer motor was not working properly. To solve the issue, affected component was replaced. Functional tests according to service manual passed positively and unit was returned to service. A device service history review has been performed and identified that the unit had no similar events since the unit manufacturing date. Based on the investigation findings, the root cause of the event was related to a defective stirrer motor, likely favored by the environmental conditions in which it works, such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report of a heater cooler 3t system displaying the error code ee06 (pump uses too much power). The event occurred during procedure. There is no report of patient/user injury.